Event description:
It was reported that a patient had a surgery on (B)(6) 2011 to repair a distal radius fracture that occurred on (B)(6) 2011. Patient was implanted with a plate to promote union. Implant surgeon saw patient again on (B)(6) 2012 regarding a rupture to the flexor pollicis longus tendon. According to the sales consultant, the surgeon states that the fpl tendon ran right over the plate. The contour of the plate was such that it sat proud so it was not flush to the bone, thus it was constantly rubbing against the tendon until it ruptured. The patient was referred to another surgeon who repaired the tendon on an unknown date. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.